Manufacturer narrative:
G4: 03feb2021. B4: 04mar2021. H11:g5:k102985. H10: the replaced front bezel was returned for failure analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28oct2020

Event description:
The customer reported navigation ring failure. There was no patient involvement.

Manufacturer narrative:
G4: 05nov2020. B4: 05nov2020. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.